Manufacturer narrative:
(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during check the counter-aortic cs300 intra-aortic balloon pump(iabp) does not hold the battery charge and reports maintenance code #3. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1(event site name,event site address), h6(medical device problem code) updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. No problems were found regarding the duration and or operation of the batteries. To address the maintenance code, the fse cleaned the pressure transducers. During the functional tests, values outside the limits were detected regarding the seal of the valve group. The fse replaced the drive manifold assembly. Functional tests were performed successfully.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes ).